Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy procedure, the device broke. While making the anastomosis, it fired without stapler, just only knife cut through tissue. The reporter indicated the anastomosis procedure had to be done again due to the issue with the device. There was tissue loss and tissue damage and the surgical time was extended by more than 30 minutes. The incision was extended by more than 1 inch due the issue. Another device was used to complete the case. Additional information regarding the impact to the patient and the patient's current status was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there was no single staple on anastomosis side after firing. The physician had to do the end to end anastomosis procedure again. They used another device and down size to 21 mm in order to complete the case. The current status of the patient is safe and discharge home.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of device. There are no staples in the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. There are no staples in the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and a device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.